Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074418. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074472. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7073525. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074411. Sc-1232; (B)(6) = the ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2366-70; (B)(6) = the lead was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2366-70; (B)(6) = the lead was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2366-70; (B)(6) = visual inspection revealed that the lead was cleanly cut into two pieces approximately 28 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Sc-2366-70; (B)(6) = visual inspection revealed that the lead was cleanly cut into two pieces approximately 25 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states for proper operation, do not use the charger if the ambient temperature is above 35c (95f) and the charging distance between the charger and the ipg is between 0.5 to 2 cm. Centering the charger over the stimulator ensures the shortest charging time. The charger will beep as it searches for the ipg and will stop beeping when it is aligned with the ipg and system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system. The patient turned the system stimulation off for several days and stated not feeling a difference in the stimulation being turned on or turned off. The patient requested that the system be explanted as it was not providing pain relief. The patient underwent a procedure in which the devices were explanted and is doing well post operatively. It was also stated that the patient lost weight which was also causing difficulty charging.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074418. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074472. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7073525. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074411.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system. The patient turned the system stimulation off for several days and stated not feeling a difference in the stimulation being turned on or turned off. The patient requested that the system be explanted as it was not providing pain relief. The patient underwent a procedure in which the devices were explanted and is doing well post operatively.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system. The patient turned the system stimulation off for several days and stated not feeling a difference in the stimulation being turned on or turned off. The patient requested that the system be explanted as it was not providing pain relief. The patient underwent a procedure in which the devices were explanted and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7074418 brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6). Batch: 7074472. Brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7073525 brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7074411.